Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were ventricular pacing rates in the 30's and 40's. Patient also reported lightheadedness. No patient complications were reported as a result of this event.